Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. The removed therapy pcb assembly was further evaluated and the cause for the malfunction determined to be a temperature sensitive ic chip, designator u7.

Event description:
During a scheduled inspection, physio-control found that there was no ECG rhythm thru the paddles lead. An excessive artifact interfered with ECG rhythm retrieval and could inhibit therapy delivery in AED mode. There was no patient use associated with the event.